Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The catheter shaft was inspected for damage. It was noticed that the shaft was fractured approximately 1cm from the tip but not totally separated from the device. The tip was still attached by the inner coil of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported that a wire fracture occurred. A 200cm x 10cm fathom¿ -14 was selected for use. During preparation, it was noted that a part of the wire sheared off when it was tried to be shaped outside patient's body. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a wire fracture occurred. A 200cm x 10cm fathom¿ -14 was selected for use. During preparation, it was noted that a part of the wire sheared off when it was tried to be shaped outside patient's body. The procedure was completed with a different device. No patient complications were reported.